Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported one of the implants was not working. They didn't know which one. No further detail was known. No patient symptoms or further complications were reported as a result of this event.